Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 350 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump had keypad was sluggish and it did not respond. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer stated that the insulin pump was exposed to a change in altitude. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent buttons. Problem isolated to keypad assembly. Device received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted.

Manufacturer narrative:
Device received with intermittent buttons. Problem isolated to keypad assembly. Device received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted.

Manufacturer narrative:
The supplemental report (follow up 2) was submitted with the wrong aware date. The correct aware date is (B)(4) 2019.